Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardioverter defibrillator (ICD) exhibited post sensed t wave over-sensing and delivered inappropriate therapy. Programming changes were made. Patient condition was stable.